Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg); cause of bg not known. Bg value not provided. Ultimately, the customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged the next day (B)(6) 2026.